Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during bolus delivery. Customer switched to manual injections for insulin therapy. No further details were provided. Customer¿s blood glucose level was 472 mg/dl.